Event description:
It was reported that during a prostate procedure, the fiber card would not permit fiber function at 150,010 joules. The case was completed using a second fiber without further issue. There was no report of injury.

Manufacturer narrative:
Analysis: the fiber card was verified to have expired due to reaching the soft joule limit, as a result of removal of the fiber card or fiber from the system after exceeding 24,000 joules of use; the fiber card was found to function per specification. Additionally, the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. The fiber/cap condition my also result in a forward firing condition. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.